Manufacturer narrative:
(B)(4). Concomitant medical product: segmental articular surface, cat#: 00585002012, lot#: 62102772. Segmental distal femoral component, cat#: 00585001201, lot#: 63246376. Segmental tibial plate, cat#: 00585000110, lot#: 62527050. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05066, 0001822565-2017-05067, 0001822565-2017-05068.

Event description:
It was reported that the patient heard and felt a pop in the knee. Doctor states that the patient is 15-20 degrees recurvatum and believes the poly insert to be fractured. No additional patient consequences were reported.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation shows a fractured poly insert. Device history record was reviewed and no discrepancies were found. Zimmer initiated a field action. The product was implanted after the field action which updated the surgical technique and instructions for use, but the product was manufactured prior to the implementation and release of the redesigned segmental poly insert. The root cause can be considered as design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient heard and felt a pop in the knee. Subsequently, patient was revised and it was confirmed that the polyethylene insert had fractured. No additional patient consequences were reported.